Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that when the pod was removed, after about 60 hours of wear, the area was itchy, red, inflamed, and hot to the touch. She took an antibiotic and called her doctor in the morning when the site was red, raised, twice as large, and purple at the insertion site. She was prescribed keflex; she also experienced fever and chills. The following day, she went to the ER where the infection was treated with an IV antibiotic and she was released with a prescription for quinomycin to take for 10 days. She saw a infectious disease doctor and was told she had a (B)(6) infection. She was then prescribed cubicin to take for 7 days. She went to a follow up and was told she had a (B)(6) infection. Symptoms at the site had improved at the time of report.